Event description:
The patient reported they wanted their device removed. The patient also reported that their battery bothers, burns, and hurts them. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).